Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that a 00mlx 300w xenon lightsource was overheated. There was no patient injury. It is unknown if there was any patient contact or a delay in surgery. Additional information has been requested.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. An investigation of the device inspection records was conducted by the manufacturer. There were no deviations or non-conformances during the inspection process. Control board failed memory. Power supply has a blown etch on the igniter board, failing to ignite lamp. Fan harness was not tie wrapped to the fan bracket. Bottom cover is damaged. Attenuator switch has a slight grinding and contamination on leads.

Event description:
N/a.